Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Fse reseated the hard drive, cf-sib, and pib boards, but the system failed to boot. The software reinstallation couldn't be done due to the absence of os and application cds. Fse suspected that the issue may be related to the os or application software. To resolve the issue, the fse replaced the hard drive, restored the backup software, and reloaded system software. After replacing the hard drive and software reload, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.